Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge change error after loading a new cartridge. Customer's blood glucose level was 120. Customer had lantus as alternate insulin therapy.